Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple inappropriate atp and a hv shock therapy for afib with rapid ventricular response. Patient experienced shortness of breath and syncope before receiving therapy. Patient was prescribed on medication for rate control. The patient condition was fine.